Event description:
(B)(4). On (B)(6) , I had my coils and fallopian tubes removed. From the moment the inflammatory products were out of me, my joint/spine/neck inflammation had disappeared. I'm still healing from the surgery but hope the rest of my symptoms start disappearing as well.

Event description:
Essure symptoms. Implanted (B)(6) 2012. Conf blocked (B)(6) 2013. Ablation (B)(6) 2013. 3 month infection. Hair falling out. Tubal pain always after sex. Severe bloating. Chest pain. Hard to catch breath. Chest pounding anxiety attack. Digestive issues. Achy muscles and joints. Tired all of the time. Heart feels like it's working too hard. Sudden swollen glands under arms and neck. Severe motion sickness. Major metal allergies. Kidney back pain. Brain fog. Thinking clearly. (B)(4).